Manufacturer narrative:
The system was examined and the reported issue was replicated. The company representative discovered that there was no issue with the auto gas fill (agf) with the system. The agf issue was due to the agf consumable pack. The system was tested and was found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming agf consumable pack. However, the system itself was found to meet specifications. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic operating console the gas delivery system was not punching the syringe. The procedure details, event timing and patient impact was unknown. Additional information has been requested additional information received. A customer reported that during vitrectomy procedure the ophthalmic operating console presented the gas syringe was not being filled and noticed as the syringe did not purge. Different syringe was used and completed the procedure. There was no patient harm.